Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: the actual sample was returned for evaluation. It was received for analysis an empty opened folder, a detached needle and a dispensed suture of product code z371. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records could not be reviewed as the batch number is unknown. Per the sample condition, the assignable cause is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keeping the needle/suture union during transportation or use.

Manufacturer narrative:
Product complaint # (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. It was also reported that during the surgery, it was found that the needle had been detached from the suture. It was not a control release needle. There were no patient consequences reported.